Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving morphine and unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that motor stall occurred. Underdose symptoms were reported. The rep was not sure about the environmental/ external/ patient factors that may have led or contributed to the issue. The pump was interrogated and no interventions were reported. At the time of this report, the issue was not resolved and patient status was alive-no injury. Surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the patient's name was (B)(6). Her pump was replaced (B)(6) by healthcare professional (hcp). That was all the information that the rep currently had. No further complications were reported.